Manufacturer narrative:
The t:slim pump user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose ranging from 300 mg/dl to greater than 500 mg/dl. Customer was unsure of the cause but reported reusing cartridges. Customer addressed elevated blood glucose by administering manual correction injection, bolus via the pump, and changing out supplies. Tandem technical support reminded customer that cartridges should not be reused per the t:slim user guide.